Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a week of implant, the right ventricular (rv) lead exhibited high/undefined impedances and multiple short v-v intervals. The pocket was reopened, and it was noted that the implantable cardioverter defibrillator (ICD) setscrew was not fully inserted. The setscrew was tightened, and the lead exhibited acceptable measurements. The ICD remains in use. No patient complications have been reported as a result of this event.